Event description:
Customer reported visiting the emergency room due to an elevated blood glucose level while using an insulin pump and related supplies on (B)(6) 2025, cause unknown. No specific blood glucose level was provided, but there was no reported injury or issues with insulin delivery, and the pump was functioning as intended. Customer received IV fluids and insulin treatment in the ER, which resolved the issue, and there was no permanent damage identified by healthcare professionals. Customer was released from the ER the following day on (B)(6) 2025.